Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and only one piece was returned. The device exhibits signs of extensive wear/usage. The device batch information was not provided or visible on the part to conduct a thorough investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the impactor bumper cracked and split in half during surgery while impacting. No delay reported. No patient injuries reported. An s&n backup was available.